Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header found that all seal plugs were fully intact and the setscrews moved freely and without issue. In addition, there were lead abrasion marks as well as anodization marks noted on the device case as a result of the pacing pulses from the compromised lead. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that this device met all specifications during testing.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead and pacemaker was admitted to the hospital for reasons not provided. Interrogation of the device revealed that a lead safety switch occurred on the ra lead. There was no sensing noted in either unipolar or bipolar mode and there was noise visible on the ra channel. It was also reported that this patient experienced many pacemaker mediated tachycardias (pmts) with this compromised ra lead, and the device was reprogrammed to prevent further pmts from occuring. The device was programmed so that the ra lead was back in bipolar configuration. Additional information was reported that a revision was performed. The ra lead was capped and successfully replaced. The pacemaker was electively replaced during the same procedure. No additional adverse patient effects were reported.

Event description:
---

Manufacturer narrative:
Neither product will be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.